Event description:
It was reported that during a da vinci-assisted surgical procedure, a surgeon called in prior to start while docking the patient cart to report that he was facing an issue with universal surgical manipulator (usm)2. The site tried to restart the system without any success. The intuitive technical support engineer (tse) asked site to perform a hard power cycle with emergency power off (epo) with no change. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the functionality of the system was checked when the system was powered up. The system was up and running when powered up and the first operation of the day went off without any issues. The system initially powered on without error. The conversion resulted in an increase in the size of the incision or the addition of extra ports: laparotomy. The patient tolerated the change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced proximal set up joint (suj) and universal surgical manipulator (usm)2 to resolve the issue. System tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the field evaluation, this reported event was confirmed which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The usm was tested on an in-house system in normal mode where it failed sine cycle prompting error 23118. Inspection on insertion axes controller spar hall (acsh) board was performed where fluid intrusion was located on the acsh flat flex cable (ffc) and axes controller spar (acs) printed circuit assembly (pca). The acsh assembly and acs pca will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The proximal set up joint (suj) was analyzed. The error was confirmed in the field via logs, but was not replicated in house. The complaint was not confirmed by failure analysis.